Event description:
The user reported that during a procedure, a tourniquet cuff was causing the low pressure alarm to sound on the tourniquet device; when the tourniquet cuff was switched out, the device 's alarm ceased. There was no report of a malfunction with the tourniquet device. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully with a back up tourniquet cuff.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user reported that during a procedure, a tourniquet cuff was causing the low pressure alarm to sound on the tourniquet device; when the tourniquet cuff was switched out, the device 's alarm ceased. There was no report of a malfunction with the tourniquet device. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully with a back up tourniquet cuff.